Event description:
The manufacturer received information alleging a ventilator failed to power on and the lcd screen was black. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd and power supply were replaced to address the issues.